Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Device evaluation: the trailblazer catheter was received for evaluation without the section of the catheter containing the marker bands. The distal end of the fractured catheter exhibited longitudinal stretching/ necking. The length of the catheter segment was 87.9cm from the distal edge of the strain relief. The nominal dimension for the catheter to the proximal marker band is approximately 90cm.

Event description:
This procedure was performed in (B)(6). The customer reports that during revascularization of left leg, the trailblazer catheter broke at the marker band. It was not possible to retrieve the distal piece of the device. As a result, the physician performed endarterectomy and stented the artery.- impossible to retrieve the distal extremity of the device - endarterectomy and 3 stents were deployed to secure the piece of the catheter.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.